Manufacturer narrative:
Corrected data: updated h6 (conclusions).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 29mm aortic valve implanted for three years, four months underwent a valve-in-valve procedure due to fixed and immobile leaflets with only one leaflet retaining mobility, severe stenosis, and severe central valvular insufficiency. The patient was found in decompensated heart failure. The procedure was successfully performed with a 29mm valve. The patient was discharged on pod #1.